Event description:
The patient reported that four v-gos, worn on the abdomen, fell off after being worn for about four to five hours. Patient said they were all from the same box and this has happened before but only once. Patient said she could not give any particular reason why this happened except that she feels it may be that there may not have been enough adhesive on the pads. Patient did not have any of the v-gos that fell off.